Event description:
It was reported that the Right Ventricular (RV) lead exhibited T-Wave Oversensing (TWOS). The lead was reprogrammed and remains in use. Additionally, it was noted that a Lead Integrity Alert (LIA) had triggered for High Rate Non-Sustained episodes and short ventricular intervals. Ventricular oversensing, myopotentials, and reproducible noise were also noted; however, this appeared to be Electromagnetic Interference (EMI) on the Cardiac Resynchronization Therapy Defibrillator (CRT-D). During the explant procedure, it was discovered that the CRT-D had an issue with the Right Ventricular (RV) lead port which did not allow for the terminal pin to go all the way through to the end of the port. The CRT-D was replaced and the terminal pin was able to go all the way through to the end of the RV port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: 5076-52 Lead Implanted: (b)(6)2022 479888 Lead Implanted: (b)(6)2024. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.